Manufacturer narrative:
Upon additional information received the ischemia was found to be reportable under the pump therefore b5 was updated and h6 e0509 code was added. Initially the ischemia was reported under the introducer report 1220648-2026-06326.

Event description:
Clinical narrative: a 68-year-old female with a clinical indication of acute myocardial infarction complicated by cardiogenic shock, with a pre-support condition consistent with scai shock stage c, underwent placement of an impella cp device via percutaneous left femoral arterial access on (B)(6) 2026 at 08:08. The patient had known peripheral arterial disease/peripheral vascular disease with vessel calcification. Shortly after device placement, staff were unable to obtain doppler signals in either lower extremity. The treating cardiologist was notified and planned reassessment with consideration of femoral¿femoral bypass. The patient was anticoagulated with heparin, monitored via partial thromboplastin time (ptt), with a documented activated clotting time (act) of 139 seconds, below the recommended therapeutic range. The patient was also receiving vasoactive support, including vasopressors (vasopressin and norepinephrine). Following an ¿impella in aorta¿ alarm shortly after escalation of inotropic support, imaging was obtained to evaluate device position. Echocardiography demonstrated the impella to be shallow; the device was repositioned by the physician, which resolved the alarm without evidence of device malfunction. After transfer to the intensive care unit, a large hematoma developed at the impella access site surrounding the sheath. Percutaneous closure attempts were unsuccessful, and vascular surgery performed a surgical cutdown to achieve hemostasis. The peel-away sheath was removed and replaced with a repositioning sheath at the time ischemia was identified. Due to persistent limb ischemia, a femoral¿femoral bypass was performed, resulting in resolution of the ischemic findings. The reported events of access-site bleeding and bilateral lower-extremity ischemia occurred in the context of femoral impella cp support in a patient with significant underlying vascular disease, calcification, and peripheral arterial disease/peripheral vascular disease, along with exposure to vasoactive medications, all of which are known risk factors for vascular complications. The positioning issue was promptly identified via imaging and resolved with clinician-directed repositioning. At the time of explant, the patient¿s condition was stable.

Event description:
Clinical narrative: a 68-year-old female with a clinical indication of acute myocardial infarction complicated by cardiogenic shock (pre-support condition consistent with scai shock stage c) underwent placement of an impella cp via percutaneous left femoral arterial access on (B)(6) 2026 at 08:08. The patient had known peripheral arterial disease/peripheral vascular disease and vessel calcification. Shortly after device placement, staff were unable to obtain doppler pulses in both lower extremities; the treating cardiologist was notified and planned reassessment with consideration of femoral¿femoral bypass. The patient was receiving anticoagulation with heparin, with anticoagulation monitoring via ptt; documented act was 139 seconds, which was below the recommended therapeutic range. The patient was also receiving vasoactive support including vasopressors (vaso and levo). Imaging was used to assess pump position after an ¿impella in aorta¿ alarm occurred shortly following an increase in inotropic support. Echocardiography demonstrated the pump to be shallow in position; the physician repositioned the device, which resolved the alarm. After transfer to the ICU, a large hematoma developed at the impella access site around the sheath. Percutaneous closure attempts were unsuccessful, and vascular surgery performed a surgical cutdown to achieve hemostasis the reported events of access site bleeding and bilateral limb ischemia occurred in the context of femoral impella cp support in a patient with significant underlying vascular disease, calcification, peripheral arterial disease/peripheral vascular disease and exposure to vasoactive medications, all of which are known risk factors for vascular complications. The positioning issue was identified via imaging and resolved with clinician-led repositioning, with no evidence of device malfunction. Patient outcome at explant was stable. Additional information was received "no fem fem bypass was needed. The ischemia resolved. The pump was unfortunately thrown away."

Manufacturer narrative:
This is one of two reports this report is for the pump and 1220648-2026-06326 report is for the introducer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number, primary UDI number). Upon review, the section d primary UDI number and serial number have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to no product returned and insufficient clinical details. The cause of the device in wrong position was not determined due to no product returned and insufficient clinical details. The root cause of the injury was unable to be determined due to insufficient clinical details.